Event description:
Additional information was received from the patient. The patient reported in response to the inquiry for who the manufacturer was for the scs trial device ¿?¿. The patient stated it was unknown if the scs trial device had affected their interstim therapy in any way. In response to the inquiry for if the cause of the therapy being unexpectedly off had been determined, the patient replied ¿unknown,¿ and did not provide a most likely cause. The patient also did not provide a response to the inquiry for what steps were or would be taken to resolve the issue and stated that it was unknown if the issue had been resolved. Likewise, the patient stated it was unknown if the groin pain was caused by or related to the interstim device/therapy and/or implant procedure as well as unknown if the issues had been resolved. While the patient circled unknown for the status of the device, the patient never alleged any actions or interventions that were taken that would indicate a serious injury and thus without further information the device status is still considered to be ¿in use.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient received the implant for the treatment of bladder issues. The reason for the call was that the patient had been having severe pain down the right groin area of the leg, and also had problems with their back. The groin pain started at least a month to two weeks ago. The patient was also undergoing a spinal cord stimulation (scs) trial which they had implanted yesterday for back/lower spine and leg pain in both legs. They were "heating up" with severe arthritis and also neuropathy in both legs (no allegation related to device/therapy). This morning when they woke up, they hurt so bad they could not walk without being bent over. They said to "reset the code" on the scs device. The patient indicated that their pain management physician directed them to contact their pelvic health physician to discuss the groin pain. They did so and were directed to contact the manufacturer of the pelvic health device. The option to turn the pelvic health therapy off if they suspected the groin pain to be caused by the device was reviewed. However, when the patient launched the patient application, their therapy was already off. They stated they had decreased amplitude from 0.3 volts to 0.2 volts the other day. They turned therapy back on but planned to keep amplitude at 0.2 volts and monitor their symptoms. The role of the manufacturer was reviewed and it was recommended the patient work closely with both physicians to determine the root cause of the groin pain and appropriate interventions. The manufacturer of the scs trial device was unknown.